Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the pt's recharger wasn't communicating with their implant to deliver a charge. When in passive recharge mode, the screen was showing all zeroes. Pt tried to reset their controller by removing the battery, and they realigned their recharger numerous times to try to get a better connection; this did not resolve the issue. For the last two days they were having trouble charging the implant. Caller also reported that their recharger was heating up where the cord meets the paddle. Caller stated that the controller was fine and able to hold a charge. When asked for event date, caller stated that this started a little bit last week, but they were able to adjust and get it to work a little bit from some tricks their manufacturer representative (rep) told them in the past; they noticed monday and yesterday that it "wouldn't do anything at all." Caller mentioned that they had called a few different numbers provided by rep before being redirected to the manufacturer's patient services - pt clarified that they did not formally notify a rep directly about this issue. Pt stated they hadn't spoken with their rep in about a year and a half. No symptoms were reported. A replacement recharger was sent out.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(4). Implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(4)) revealed a failure, recharger problem, cannot continue, call medtronic message. No anomalies were visually observed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.